Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, during sheath-slitting practice, the right ventricular (rv) lead was bent on the back table. During the procedure, the rv lead exhibited noise, loss of sensing, loss of capture, and high pacing impedance. The lead was not used and was replaced with a new lead. Patient condition was stable.